Event description:
Event description boston scientific received information that this right ventricular (rv) lead was experiencing intermittent loss of capture (loc). The lead was tested through the psa and all measurements were stable. The physician noted that the pacemaker's distal set screw on the rv port did not seem to unscrew appropriately. As a result, the device was explanted, and a new pacemaker was implanted. While the physician was closing the pocket, loc was again observed, even at maximum outputs. The rv lead configuration was changed to unipolar, which resulted in stable measurements and proper capture. It was concluded that there was a fracture of the bipolar coil; however, the lead remained implanted in the unipolar configuration, as the patient was confirmed to not be pacemaker dependant. No adverse patient effects were reported.